Manufacturer narrative:
Investigation summary: investigation of the returned product revealed that the loss of peritoneum was caused by torn and damaged seals. This condition can be caused by insertion of asymmetrical or angular instruments such as j-hooks or clip appliers. Applied's product info sheet recommends that extra care be exercised when using these tools which should be centered axially before advancement through the trocar. Applied also suggests using sterile lubricant when inserting tools with highly textured surfaces. This document represents our initial and final report.

Event description:
"Dr had three lap choles that day with applied products. The first cases went fine, but in the third case he noticed the 12mm kii in the sub-xyphoid site was leaking pneumoperitoneum. The insufflator was able to maintain 12-14mm pressure, so the dr ignored the leak. At some point when the camera angle changed he noticed a black artifact in the pt's abdomen that appeared to be a piece of the kii seal. This was retrieved. The dr replaced that kii and completed the case without incident."